Event description:
It was reported to boston scientific corporation in 2008, that a hydra jagwire guidewire device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the same month, (patient age, gender and weight unknown). According to the complainant, during the procedure, the "wire coating stripped near the distal end after passing devices over the wire". The procedure was completed with the same wire. It was reported that no part of the device was left in the patient. The physician completed the procedure with the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device revealed the teflon coating was stripped and bunched, exposing the corewire. The cause of the physical damage is unknown; however, it is likely attributable to procedural use (i.e. Operational context). A review of the device history record for the pertinent lot was performed; no anomalies were noted. The 2008 15-month hydra jagwire product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.